Event description:
Pt reported 8 weeks prior, the infusion device failed to display an a1 (cartridge low warning) alarm. She indicated that her blood glucose was >200 mg/dl but <300 mg/dl. Her normal range is approx 100 mg/dl. Pt reported symptoms of feeling sick and achey. She administered a bolus to address the elevated blood glucose level. Pt indicated that she could not recall receiving an e2 (power pack depleted) alarm. No medical assistance was reported. Product was requested to be returned for evaluation.